Event description:
The customer reported to vyaire medical that the vela ventilator was alarming transducer fault (xdcr). The customer confirmed that there was no patient associated with the reported event.

Manufacturer narrative:
Vyaire medical identification: (B)(4). A vyaire field service representative(fsr) evaluated the device onsite. The unit seemed to be delivering but while viewing the lung it would not fill with air. After replacing the board and turning on the unit the transducer fault was cleared and did not reappear. While performing ovp (operational verification procedure) o2 (oxygen) inlet high appeared while doing blended gas. The fsr calibrated the o2 pressure transducer and the problem was solved. Ovp was performed to manufacturer specifications. The unit passes all perimeters, has no errors and is set to be put back in use. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.